Manufacturer narrative:
Patient identifier of (B)(6) is related to model number: pcf-hq190l, serial number: (B)(4), event date: (B)(6) 2021. Patient identifier of (B)(6) is related to model number: pcf-hq190l, serial number: (B)(4), event date: (B)(6) 2022. Patient identifier of (B)(6) is related to model number: pcf-hq190l, serial number: (B)(4), event date: (B)(6) 2022. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope had positive test results. The customer noted that cumulative results show consistent low level contamination. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The subject device was returned and evaluated under patient identifier (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: due to a chip on distal end cap cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Light guide lens is dirty. Adhesive on bending section rubber is detached. Due to damage on connecting tube, insertion section is stiff mouthpiece is loose. However, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.